Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user continued to experience issues with their wake button, consistent with a previous case. The pump could only be activated using the charging pad. A restart did not resolve the problem. The ilet was determined nonfunctional and replaced. No blood glucose impact, symptoms, external assistance, or medical intervention occurred.